Event description:
It was reported that the pump did not recognize the cassette during preventive maintenance. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were multiple cassettes not attached errors. The device was visually inspected and there was a delaminated downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor/seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.